Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that at some point after the ins was replaced, he experienced a loss of stimulation coverage and intermittent stimulation. The patient reported that if he stood up or rolled over in bed, the stimulation would drop off immediately and it would come back on suddenly. The patient reported that he only had partial coverage across the abdominal pelvic area, noting that it was good on the right side but not so good on the left side. The patient reported that the system was scanned and they found that of the 16 ¿channels¿, several of them were ¿missing¿ regarding impedance and there was ¿no connection¿ with them. The patient reported that they tried to program around the bad ¿channels¿ but they were unable to resolve the issue. The patient reported that a surgical lead revision was then conducted where they went in and disconnected the lead, ¿cleaned up¿ the connection and reconnected it. The patient reported that he didn¿t think this resolved the issues with all the connections because he still only had partial stimulation coverage. The patient also reported that he was never given the adaptive stimulation functionality after the revision. The patient reported that he had spoken to his healthcare provider (hcp) regarding the issue and the hcp speculated that the issue was being caused by one of the ins/lead connections since the issue presented itself after the ins replaced. The patient reported that the hcp was hesitant to change out the wire ¿structure¿ because he speculated that scar tissue would be an issue and the revised lead may not be as effective. Additional information was received from the patient on 2017-07-10. The patient reported that his device was never set up properly afterwards and they just wanted to make sure it would really run for a while without causing problems. The patient reported that a manufacturer¿s representative (rep) would be the best source of this information because she should have it in her notes in regard to the steps taken to resolve the partial stimulation coverage. No further complications were reported.